Manufacturer narrative:
H3: analysis mentioned customer complaint has been confirmed stim 1 does not function due to a blown fuse. The clips are loose due to worn wave washers h6: imdrf annex code c0201 and d02 are applicable to this device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6), UDI#: (B)(4). Analysis did not find any fault with this device. H6: imdrf annex code c19 and d20 are applicable to this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, there was no nerve response. There was no stimulus delivery sound when trying to stimulate. The procedure was completed using anatomical landmarks. There was no patient impact.